Event description:
It was reported that the device was loose and was revised. Progressive radiolucent lines around the cup, continuous pain post-op, never recovered from pain and post-op. Cup was revised by another surgeon at unk date.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc. (Establishment), which markets the devices in the u.s.